Manufacturer narrative:
Visual analysis of the photographs identified: an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Healthcare professional reported left side "chest x-ray determined extracapsular rupture along medial aspect". The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "chest x-ray determined extracapsular rupture along medial aspect". The device has been explanted.